Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6)2022. Further, the infusion set was used for one day. Moreover, the blood glucose level of the patient at the time of event was ranging between 150-160mg/dl. The infusion set was replaced, and insulin was resumed successfully. No further information was available.